Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access sheath (was). The cap was fully opened when received. There were numerous kinks throughout the shaft. The tip presented no damage or irregularities. The watchman delivery system (wds) used in the procedure was returned for analysis and used for functional testing. An attempt to insert the wds was unsuccessful, due to the damage to the wds and the was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was performed. Resistance was met loading a 27mm watchman laa closure device & delivery system (wds) through this watchman access system (was) due to the patient tortuous anatomy. The physician struggled to push the wds through the was even with a sufficient amount of fluid advanced through the was. At a certain point the wds was unable to be advanced through the was. The wds became buckled on its self at the hemostatic valve of the was making it difficult to advance the wds at all. The physician noticed a kink in the was. The was not exchanged; however they dilated the groin area to relieve pressure on the was. The procedure was completed with another wds and was successfully deployed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was performed. Resistance was met loading a 27mm watchman ® laa closure device & delivery system (wds) through this watchman® access system (was) due to the patient tortuous anatomy. The physician struggled to push the wds through the was even with a sufficient amount of fluid advanced through the was. At a certain point the wds was unable to be advanced through the was. The wds became buckled on its self at the hemostatic valve of the was making it difficult to advance the wds at all. The physician noticed a kink in the was. The was not exchanged; however they dilated the groin area to relieve pressure on the was. The procedure was completed with another wds and was successfully deployed. No patient complications were reported and the patient¿s status is stable.